Manufacturer narrative:
Insulin pump error 63 confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Pump passed the self test and displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced the high blood glucose level and the insulin pump had hardware low level failure. The customer¿s blood glucose was 24 mg/dl. The customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. The customer stated that they had performed the self test and the pump error was occurred. The troubleshooting declined performed for the high blood glucose. The insulin pump will be returned for analysis.